Event description:
Biomed reported set leaked from silicone segment. Pump was alarming unknown alarm and nurse noted tubing and/or floor wet. Set was requested, but has not been received to date. Follow-up report will be filed if set is received in the future.

Manufacturer narrative:
(B) (4). This report was filed by the MFR.